Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate and did not confirm the customer complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not open after applying a clip. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred while attempting to remove the instrument after applying the clip. The instrument jaws would not open properly and remained in a closed position. The customer used other instruments to open the instrument jaws.